Event description:
Patient under anesthesia, went to use new light source box and would not work. Error message says "ensure 1688 ccu is properly connected to l11 with usb 3.0 cable"; this is the first time we have used this new light source sine it was installed. Patient under anesthesia longer than necessary while new tower was obtained from sc.